Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the fan tray pdu ny power supply assembly was defective. The defective power supply was returned for analysis, and it confirmed that the psu1 (power supply unit) was defective due to electrical overstress. To resolve the reported issue, the fse replaced the pdu fan tray power board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.